Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
Reference MDR #3006425876-2010-00074 for the first event and MDR #3006425876-2010-00076 for the third event involving the same pt. It was reported that the insertion of the needle, spring wire guide (swg) and catheter were all noted as "good" and without event. During this second attempt, there was difficulty with the removal of the swg; it "frayed" out of the guide. There was a 10 minute delay in therapy.